Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he was hospitalized for possible low blood glucose. Customer fell and could not get up. Customer's wife treated customer with energy drinks. Paramedics were dispatched. Customer's blood glucose was 130 mg/dl. Customer was wearing the device at time of hospitalization. Customer will not be returning the device for analysis.